Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 312 mg/dl at the time of call. Customer declined troubleshooting with tandem technical support. Customer reverted to an alternate pump and manual insulin injections for insulin therapy.